Manufacturer narrative:
Insulin pump received with cracked case at display window corners display window and battery tube threads, cracked belt clip slot, minor scratches on lcd window and missing end cap sticker. Insulin pump received with loose and flush drive support disk and stripped battery cap coin slot.

Event description:
It was reported that the customer's insulin pump drive support cap is sticking out. Caller stated that they notice that the insulin pump delivers insulin when she pressed the cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.